Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and insulin squirts out of infusion set when priming instead of just dripping out. Customer also stated that the insulin pump had no delivery alarm and error continued to occur after site change. The customer's blood glucose was unknown at the time of incident. The device will not be returned for analysis.